Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported that his cgm was showing ¿low¿, however, a specific value was not provided. The patient stated that he could not recall the exact values but that the cgm and bg meter comparison values were ¿120 points off¿, with the cgm reading at a low bias. The patient stood up, was dizzy and felt warm; then everything ¿went white¿ and then he lost consciousness. The patient fell, hit a table, and fractured his rib. The patient¿s wife called 911 and, in the meantime, gave the patient 30 units of insulin. Once ems arrived, the patient was treated with an unspecified IV and transported to the hospital. The patient could no longer recall what medication he was treated with while in the hospital. The patient was discharged home after four days. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.